Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Emdr section h6, codes c19, d15, d12 are updated to reflect the result of investigation.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment to repair fracture of a previously implanted stent (an original stent made by the physician) for an arch aortic aneurysm using gore® dryseal flex introducer sheath and gore® tag® conformable thoracic stent graft with active control system. A 20fr sheath was inserted from the left side. After all stent grafts were successfully implanted, vessel injury (oozing rupture) was observed near the internal and external bifurcation in the left iliac artery. A stent graft was implanted over the left external iliac artery for repair. Reportedly, there was calcification in the injured area and that the vessel diameter in the injured area was approximately 7.1 mm. The physician reportedly stated as follows: there was resistance during insertion of the 20fr sheath. Calcification is likely to be the cause of the event.